Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00675. It was reported that the patient experienced ineffective therapy due to low impedances. As a result, surgical intervention was taken on (B)(6) 2019 where the leads were removed from the header, wiped down, and re-inserted . Issue was resolved.